Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that, during a post operative check, this left ventricular (lv) lead exhibited loss of capture. Oversensing of atrial signals was also observed and led to pacing inhibition. The patient was not symptomatic to the slight reduction in lv pacing. A chest x-ray showed that the lead had pulled back into the coronary sinus. A revision procedure was performed and this lv lead was explanted and replaced. No additional adverse patient effects were reported.